Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted we proceed at this point just dissecting directly against the fistula cavity as well as the mesh, which was encountered at this point. Much of this was balled into a tubular structure that went down and impacted the pubic tubercle. This was where the infection was. A long tedious, lengthy and dangerous dissection ensued where we dissected immediately upon the mesh and abscess cavity working from whichever direction appeared be easiest, finally completely separating the mesh from the conjoined tendon from the pubic tubercle from then shelving edge of the inguinal ligament form the floor of the inguinal canal. It was reported that the patient experienced an unknown adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 4/5/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 4/24/2022.